Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on button domes. No scrolling numbers display anomaly noted during testing. Insulin pump had missing end cap sticker.

Event description:
The customer's mother reported via phone call that the pump was having button/keypad anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.